Manufacturer narrative:
G4:07jan2021. B4:12jan2021. There's no patient involvement. The customer confirmed the failure in the diagnostic error report (drpt). The remote service engineer (rse) advised to replace the power switch overlay. The customer replaced the power switch overlay to resolve the issue. The unit was tested and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25nov2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported getting alarm failed error message diagnostic error. The customer confirmed the failure in the diagnostic error report (drpt). The remote service engineer (rse) advised to replace the power switch overlay. The unit was not in use, and there was no patient or user harm reported.